Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, versacross connect laac access solution was selected to be used. A pericardial effusion was noted on pre-procedure imaging. Following transseptal puncture and deployment of the closure device during which one (1) full recapture was performed, the imaging physician and implanting physician observed a change in the appearance of the pericardial fat pad compared to the pre-procedure imaging. The imaging physician monitored the area for approximately ten (10) minutes before removing the transesophageal echocardiography (tee) probe. The patient was already scheduled for overnight admission. A follow-up echocardiography was ordered to be performed two (2) hours after the procedure to reassess the effusion. The patient is expected to fully recover. No indication if product will return.